Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Three hundred twenty (320) days after enrollment in the study, on (B)(6) 2022, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 24mm watchman flx device with a complete laa seal and deployed device diameter of 21.3 mm. On (B)(6) 2022, the patient was discharged on apixaban (10 mg/day) and aspirin (81mg/ day). One hundred twenty-seven (127) days post procedure, transesophageal echocardiography (tee) imaging assessment was performed which revealed a thrombus on the closure device along with vegetations on the right and left pacemaker leads and tricuspid valve. At the time of the event, the patient was on aspirin (81mg/ day). The vegetations were debulked and the thrombus was extracted with a non-boston scientific thrombectomy device. A blood/plasma transfusion was performed. The patient developed left arm weakness and was transferred to an outside facility for further monitoring. A computed tomography angiography (cta) of the head was performed and was found to be negative for a cardiovascular accident. Based on the patient's symptoms, neurology was consulted, and the patient was placed back on anticoagulation medication.